Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility information by bbm sales organization in brazil: "under infusion". According to the customer: "the pump was infusing noradrenaline, and its display was all white and the battery light was on, but it didn´t alarm and the drug wasn´t infusing. The patient became hypotensive, the problem was noticed immediately; the pump started working again. After changing the infusion pump, the customer performed test in the infusion pump, it removed from the electric power and it's worked normally on battery."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. There is no record of use of the equipment on 08/03/2022. However, there is a record of use on 08/04/2022. When turning on the equipment, the information that the battery was completely discharged appeared to the user. So, instead of connecting the equipment to the power grid, the user decided to program and start an infusion. The user tried to use the equipment for just over 1.5 minutes even though he noticed successive warnings that the battery was completely discharged. We also checked the 1st history prior to the date of 08/04/2022, on 07/25/2022. We found that also on this day the user tried to perform an infusion with the equipment's battery completely discharged. We connected the equipment to the power grid until the battery was completely charged. We disconnected from the mains and performed an infusion at a flow rate of 100ml/h for 1 hour, with the equipment running on battery power. The infusion was performed correctly, according to the schedule. The audible alarms are also working correctly. Properly charged battery worked perfectly. The equipment manual informs: "in situations where the equipment has been stored for a period longer than 15 days, the batteries must be fully recharged and then removed from the equipment. Before changing the battery, it is mandatory to disconnect from the patient and turn off the equipment. "Important information for battery self-test: if the battery symbol is flashing during mains operation, the battery is discharged or currently has low capacity. In this case, the pump must not be disconnected from the electrical supply. If it is necessary to disconnect the pump from the mains, for reasons of urgency, the operator must verify that the battery capacity is sufficient for the intended use. Whenever the battery symbol flashes permanently (>1h), the battery must be checked by a technician and, if necessary, replaced." According to the history of use and functional tests, we conclude that the equipment is working correctly.